Event description:
It was reported that the patients lead appeared to be fractured. An x-ray was taken but the result was unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead appeared to be fractured. An x-ray was taken but the result was unknown. Additional information was received that the patient underwent a lead replacement procedure. It was mentioned that during the surgery, the surgeon visualized the fracture below the anchor. It was also noted that the patient was not getting an adequate stimulation coverage due to high impedances on the lead. The patient was doing well postoperatively. The explanted lead will not be returned, as it was kept by the medical facility.